Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 29 mg/dl while wearing the pod. The patient reports their personal diabetes manager (pdm) was not holding a charge. Symptoms reported include loss of consciousness and sweating. The patient was taken to the hospital via ambulance. Once at the hospital the patient was given 4 units of insulin. The patient was prescribed 3 units glucose for emergency use. The patient was discharged from the hospital after 6 hours.